Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient went to emergency room and was subsequently hospitalized and admitted to intensive care unit (ICU) due to high blood glucose with blood glucose of 640 mg/l and treated with IV and fluids of saline and insulin on (B)(6) 2026 due to bent cannula.